Event description:
Treatment of a pseudoaneurysm created by a dissection in the right common carotid artery. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil, despite torquing the pushwire 13 times. The entire system (pipeline + catheter) was removed from the patient. The procedure was completed with two overlapping pipelines without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).